Event description:
It was reported, the patient lost effective stimulation coverage. X-rays taken indicated the lead had migrated. The patient was scheduled for a lead revision, however during the revision procedure the physician decided to replaced the lead. Effective stimulation coverage was captured post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.